Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient had 2 hernias repaired with mesh and has been sick. It was reported that patient had severe pain and stomach is swollen since 2007 and it didn't give pain relief. It was reported that patient was seeing a naturopath once a week. It was reported that the patient's pain and swelling became worst and the patient is on pain meds. It was reported that the patient is concerned about how swollen the patient's side of the stomach where the hernias were repaired on the patient's right side. It was also reported that the patient's clothes could not fit properly.